Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardiac monitor exhibiting under-sensing of atrial fibrillation, intermittent t-wave over-sensing, and p-wave amplitude variation. No interventions were made. The patient was in stable condition.